Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during peritoneal dialysis therapy. The patient ended treatment early and went to the hospital to finish therapy. There was nothing unusual reported that would cause or contribute to the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.